Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 03.010.112, lot number: l808438, manufacturing site: haegendorf, release to warehouse date: april 12, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the holding sleeve with locking device (p/n: 03.010.112, lot number: l808438) was received at us customer quality (cq). Upon visual inspection, the coupling sleeve was assembled backwards on the collect and had gotten stuck. The coupling sleeve was removed, and the device was assembled correctly. No damage was observed. Device failure/defect identified? No. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed as it did not pertain to the complaint condition. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no damage was observed. However, the device was misassembled. It is likely this happened during cleaning/sterilization. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during a routine incoming inspection of a loaner set, the holding sleeve with locking device was broken. There was no patient or hospital involvement. This report is for one (1) holding sleeve with locking device this is report 1 of 1 for (B)(4).